Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as the aortic neck was 45 degree in angulation, 1 cm in length with a reverse funnel. Upon angiogram, it was noted that there was a proximal type I endoleak. The physician elected to implant a palmaz stent and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Aortic neck with angulation. Conclusion: aortic neck with angulation.